Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 3.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The balloon was removed from the patient's body without any problem and the procedure was completed with another of same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 3.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The balloon was removed from the patient's body without any problem and the procedure was completed with another of same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out and liquid was observed exiting a balloon pinhole located approximately 5mm distal of the proximal markerband. As per the IFU, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the hypotube/shaft of the device.